Event description:
Narrative: user facility reported: during a carotid artery stent placement procedure, a patient experienced a transient ischemic attack (tia) during stent deployment. The physician stated he saw air, although there was no air visible on the images. The patient was admitted to the ICU and recovered. Worldwide case ID: (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2013 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of this items. A copy of the cine-angiogram was also requested, but the user facility elected not to provide this information. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. In addition to labeling describing air bubble precautions and the user manual which guides the use through set-up and purge of the injector system, the acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Based on the results of the testing of the injector, there is no evidence of device malfunction. A copy of the cine-angiogram was not provided and it was reported that there was no image taken that provided evidence that air had been injected; therefore, no definite conclusion can be made as to the cause of the event. This report is considered closed.